Event description:
(B)(4). It was reported by the consumer that the 5410ivc bed hand pendant was malfunctioning, resulting in the patient being left stuck in the upper position. There was no injury reported.